Event description:
Patient was brought to ER due to vt. High capture threshold was observed and the vt event was not terminated despite 6 shock therapy deliveries. X-ray analysis showed normal lead positioning. Suspected micro-dislodgement was reported. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the lead was normal. No anomalies were found.